Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to cut.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch was stuck inside of the patient. The procedure was completed with a new suture cinch. There was no patient complications reported as a result of this event.